Event description:
It was reported that pump experienced malfunction alarm with code displayed and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was assisted with resetting pump using provided instructions, confirmed malfunction did not recur after reset, was advised to continue using pump and to call back if malfunction returned, and acknowledged understanding of guidance.